Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting in july the patient started having major problems and they did not know if it was with their settings or their back. The patient had not had to make adjustments in over a year and all of a sudden yesterday they were having continual problems and it was getting worse in their legs and feet and all over their body. Whether they moved forward or backward they would feel a pop in their spine and they would get shocked afterwards with an electrical surge going from side to side from the battery pack across their back and down their leg. It was ungodly pain and everything was horrible. Patient could hardly walk last night and they were losing their ability to walk. Patient was now completely housebound and if they had to go anywhere they would end up in so much pain they could not walk by the time they got to a doctor's appointment which was the only place they went. Normally they could do a couple things during the day and they could barely walk the rest of the day. The issue was not resolved. The caller was redirected to their healthcare provider (hcp) to further address the issue. Pt noted their doctor said to contact reps but when pt tried they could not get in touch with local reps. Agent sent an email to the field for visibility.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.